Event description:
Reporter indicated that high lead impedance was observed during routine diagnostic testing. There were no reports of trauma or injury. X-rays were taken and sent to cyberonics for review. No obvious cause for the high lead impedance was visualized on the x-rays. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.